Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. (B)(6).

Event description:
It was reported that the display read for a couple of seconds, then goes off without an error message. No known impact or consequence to patient.